Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic pain, pelvic adhesions, and dysfunctional uterine bleeding. The patient underwent the concurrent procedures of supracervical hysterectomy with placement of an on-q pain pump and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of the exposed vaginal mesh on (B)(6) 2010 due to vaginal mesh extrusion, dyspareunia and stress urinary incontinence. On (B)(6) 2011, the patient was given a coaptite injection as a bulking agent for stress urinary incontinence. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; dyspareunia; neuromuscular problems; mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence and interstitial cystitis.

Event description:
It was reported that following insertion the patient experienced urge incontinence and interstitial cystitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
Date sent to FDA: 11/8/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary urgency, bacterial vaginosis and vaginal pressure.